Manufacturer narrative:
Exact date unknown, event occurred almost a year from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linearleads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 19690095.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded.